Event description:
It was reported that the patient was have tpn infused and the device was noted to be leaking at the hub (luer) area.

Manufacturer narrative:
One 3f vascu-PICC was returned for evaluation. A functional evaluation revealed a hole on the extension where it enters the luer. The extension had to be manipulated in order to see the hole. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of the (B)(4). Engineering has determined that the (B)(4) was a contributing factor. Changes are being made to the manufacturing process to eliminate the (B)(4). Medcomp is also revising the extension material to a (B)(4). Medcomp will monitor for further incident of this nature to determine the effectiveness of the preventative actions.